Manufacturer narrative:
An event regarding loosening involving an unknown accolade stem was reported. The event was not confirmed. Method & results: device evaluation and results: a visual, functional and dimensional inspection could not be performed as the device remains implanted. Medical records received and evaluation: a review of the provided x-rays by a clinical consultant concluded:. "First about the development of radiolucent lines around the distal stem. Most cementless stems including the accolade-ii have only proximal bone ingrowth surfaces using hydroxyapatite with/without porous coating where the distal stem section only serves initial stability of the device until bone ingrowth fixation has been accomplished, usually within 3 - 6 months. The distal stem section is left uncoated to prevent unwanted distal fixation effects that may cause proximal stress bypass with bone loss and may also cause thigh pain." "No evidence is available to suggest that device-related factors might have played a role and as such is this pi case not device-related." "Diagnosis: an adverse combination of patient-related factors regarding presence of osteoporotic bone in combination with normal bone procedure-related bone remodelling reactions generic to every arthroplasty have caused temporary local overload conditions around the stem that may be painful but frequently disappear with time. No revision surgery is indicated as long as patient complaints are tolerable." Device history review: not performed as the device was not properly identified. Complaint history review: not performed as the device was not properly identified. Conclusions: a review of the provided medical records concluded that "no evidence is available to suggest that device-related factors might have played a role and as such is this pi case not device-related. An adverse combination of patient-related factors regarding presence of osteoporotic bone in combination with normal bone procedure-related bone remodelling reactions generic to every arthroplasty have caused temporary local overload conditions around the stem that may be painful but frequently disappear with time." No further investigation is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Initial implant of accolade stem occurred in 2015. In 2016, it was confirmed a clear zone around distal area of the stem by x-ray image. On (B)(6) 2017: the patient complained about pain on left side.

Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Not available.

Event description:
Initial implant of accolade stem occurred in 2015. In 2016, it was confirmed a clear zone around distal area of the stem by x-ray image. On (B)(6) 2017: the patient complained about pain on left side.